Event description:
It was reported that the cartridge began leaking after being loaded with 300 units of insulin. Reportedly, cold insulin was used to load the cartridge. Customer loaded a new cartridge, and was able to successfully resume insulin delivery. Customer had elevated blood glucose levels (260 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.